Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) has been confirmed. Upon evaluation, the trunk connector housing was broken and the locking nut was missing. The damaged connector prevented the electrode belt from properly connecting to a monitor. The root cause of the damaged connector cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report a damaged belt connector on the electrode belt. The patient was provided with a replacement electrode belt.